Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The discrepancy in battery longevity was due to a programmer diagnostic anomaly. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced. Patient condition was fine after post-procedure.

Event description:
It was reported that when the patient presented to clinic, the remaining battery longevity dramatically dropped from the expected longevity at the last check up. Premature battery depletion is suspected. Device replacement is planned.